Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be included in a follow up report.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed xdcr fault, hi peep, low ve, and apnea interval. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.